Event description:
Per the clinic, a fistula had developed at the postauricular wound site approximately one month following implantation. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The fistula initially responded to antibiotic treatment and resolved; however, subsequent episodes of recurrence and remission have continued. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.